Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician reported left side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: one curved opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identify: one opening crease sharp, wear abrasion and stress marks. Based on the device analysis, the final assessment is one opening crease sharp assessed as fold flaw opening.

Event description:
Physician reported left side capsular contracture, baker grade iii. The device has been explanted.